Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional devices mentioned in b5 are filed in a separate medwatch report.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10452024). Cine check was performed and the valve was determined to be loaded correctly. Patient presented with pre-existing severe coronary obstruction which was planned to be treated after placement of the navitor. Positioning of the valve was very difficult, the navitor would slip towards the ventricle. After three partial re-captures, a full re-sheath was no longer possible as the valve capsule could not be closed completely. End of travel was reached. Despite this, the navitor and flexnav were able to be retrieved from the patient atraumatically. The flexnav capsule was deformed. A replacement 35mm navitor vision (serial: (B)(6)) was then loaded into a replacement large flexnav delivery system (10452024). Cine check was performed and valve was confirmed to be loaded correctly. Positioning difficult was encountered; the valve kept diving. While doing a second recapture to reposition the valve, the patient developed ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was performed for over 10 minutes without success. The patient was declared deceased.

Manufacturer narrative:
An event of a positioning problem, death, ventricular fibrillation, and cardiac arrest was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The event and provided imaging were reviewed by an abbott director of medical affairs. The device was returned for analysis. The delivery system was visually and functionally examined, and no damages or anomalies were found on the returned device. Based on all available information, a cause for the reported positioning problem could not be conclusively determined. The reported ventricular fibrillation appears to be related to procedural conditions (caused by ischemia). The reported cardiac arrest is a cascading event of the ventricular fibrillation. The reported death appears to be related to a combination of patient condition (severe coronary disease) and procedural conditions (hypotension which occurred during valve implantation attempts). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.